Event description:
It was reported that the patient presented with decrease in vision and symmetrical lens vaulting observed 9 weeks following implantation of the iol. The patient underwent yag and lens positioning. The surgeon indicated that in his opinion the most likely cause of the event was capsular fibrosis. The patient is doing well and maintaining good vision. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.